Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window, minor scratches on the display window and missing the end cap sticker noted. The drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had a crack in the battery compartment. Customer's blood glucose was 75 mg/dl at the time of incident. Troubleshooting found that the drive support cap is also damaged. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.